Event description:
Follow up information identified the ipg is inoperable due to the patient not recharging the ipg.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. The issue was confirmed by an abbott representative. The patient last received therapy (B)(6) 2018 and it is unknown when the patient last recharged the ipg. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy has been resumed postoperatively.